Event description:
It was reported that during a gastrointestinal (gi) procedure the patient went into cardiac arrest in which the patient's implantable cardioverter defibrillator (ICD) responded as programmed, and the device began toning an audible alert. A remote monitor transmission was sent from the emergency department (ed). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device was functioning within normal parameters and that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and multiple non-sustained ventricular tachycardia (nsvt) episodes. Follow-up was completed and further details were unavailable. The device and lead remain in use. No further patient complications have been reported as a result of this event.